Manufacturer narrative:
D4: UDI is unknown. G5: 510k is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. One unused product was returned. Bubbles were found on the syringe barrel. The root cause of the reported issue was found to be undetermined. No actions will be taken as the issue will not influence the product function.

Event description:
It was reported that during the use of the product, the customer found air bubbles inside the syringe barrel end (where the needle was assembled). No patient injury was reported.